Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the chair would stop and if they unplugged the joystick and plugged back in it would start up.